Event description:
Balloon inserted to post-dilate the implanted stent. Upon reaching optimal size, balloon (being contrast media filled) burst. No air entered into patient's coronary artery. Balloon was retrieved and intact. No adverse outcome was noticed.another balloon same size and make was used in the same manner. The second balloon served its purpose. No balloon rupture.